Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed and reproduced the reported air in line alarms. The upper sensor reading on the upstream sensor was low, caused by contamination due to fluid intrusion, resulting in the alarms. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed air-in-line in the medical/surgical care area. It was also reported that there was no patient injury.